Manufacturer narrative:
No definitive cause was determined. However, adjustments to the reader camera have returned the instrument to expected operation. Erroneous test results were not reported, as visual inspection of the gel cards and manual gel testing confirmed positive dat result. Gel cards reacted as expected. No other complaints have been logged against this analyzer.

Event description:
The customer obtained false negative results with the ortho provue analyzer while performing validation direct antiglobulin test (dat) on a cord blood sample. The customer indicated that the provue interpreted the test result as negative. Upon visual inspection of the gel cards, the customer noticed a weak reactivity. The sample reacted positive in manual gel method. Incident appears to have occurred independent of test method. If the event were to recur with blood grouping and/or antibody screening tests, it can lead to transfusion of incompatible blood. Erroneous test results were not reported, as visual inspection of the gel cards and manual gel test confirmed positive dat result.